Event description:
Additional information was received from a healthcare provider (hcp). When asked to clarify the report of ¿wires crossed inside the stimulation¿ and having a shocking sensation, they stated that no abnormalities were detected on explant. The scs was removed on (B)(6) 2025 and the device was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller (healthcare provider (hcp)) reports patient (pt) indicated their wires cross inside the stimulator and pt is having shocking sensation. Caller does not know when the shocking sensation started, but patient indicated they had a shocking sensation other than today. Caller reported patient is scheduled for explant on (B)(6) 2025. Redirected caller to patient's hcp.